Event description:
New information received states that the patient was in stable condition after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when premature battery depletion was noted. The device was subsequently explanted.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.